Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to stress, external factors, or user handling. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off (more than 4mm length) during the inspection of the device. There was no report of patient injury associated with this event.